Manufacturer narrative:
E2: no information. The device is not being returned to olympus for evaluation. This report will be supplemental once investigation is completed or additional information becomes available.

Event description:
The customer reported to olympus, the image on the camera head was dark and the fiber might break during a therapeutic laparoscopic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was not returned to the repair location. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿precautions for disappeared or frozen endoscopic images¿, the following description is found in the ¿warning¿ section. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 9/19/2019.

Event description:
Please refer to h11.